Event description:
Allegedly the patient was revised due to mom complications (right).

Event description:
Allegedly, patient was revised due to mom complications: pain

Manufacturer narrative:
This is the same event as 3010536692-2014-00911.